Event description:
According to the reporter during an open low anterior resection of the rectum, while making the colorectal anastomosis, the tilt top anvil of the device was placed und sutured in the colon. The stapler was placed in the rectum. The trocar is fully extended. The anvil and shaft are fully mated. The stapler was difficult to close by turning the twist knob. The green bar was fully visible in the indicator window. Then the stapler was fired. The surgeon did not perceive any tactile or audible feedback. When the stapler was closed there was a space between the cartridge and tilt top anvil. As the device could not restore an anastomosis between the colon and rectum, the instrument was removed. The tissue of the rectum was resected again. No staple was in the stapler or in the re-resected tissue from the rectum. The tissue has also not been cut in whole or in part by the stapler. The shaft with the integral trocar was extended, the orange band was visible. As a result of the event, the patient experienced unanticipated tissue loss. The surgical time was extended for more than 30 minutes. A new stapler was used to create the anastomosis and complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open low anterior resection of the rectum, while making the colorectal anastomosis, the tilt top anvil of the device was placed and sutured in the colon. The stapler was placed in the rectum. The trocar is fully extended. The anvil and shaft are fully mated. The stapler was difficult to close by turning the twist knob. The green bar was fully visible in the indicator window. Then the stapler was fired. The surgeon did not perceive any tactile or audible feedback. When the stapler was closed there was a space between the cartridge and tilt top anvil. As the device could not restore an anastomosis between the colon and rectum, the instrument was removed. The tissue of the rectum was resected again. No staple was in the stapler or in the re-resected tissue from the rectum. The tissue has also not been cut in whole or in part by the stapler. The shaft with the integral trocar was extended, the orange band was visible. A new stapler was placed again in rectum, the shaft with the integral trocar was extended, the orange band was visible. The anvil from the first stapler was connected with the new stapler. Audible and tactile feedback was perceived. The stapler was closed by turning the twist knob. The device was fired. The stapler was opened by turning the twist knob (2 fully). The tilt top anvil was angled and the stapler was removed. The donuts was inspected and a leakage test of the anastomosis was performed. As a result of the event, the patient experienced unanticipated tissue loss. The surgical time was extended for more than 30 minutes.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the anvil was tilted. Microscopic inspection of the anvil mylar ring noted that it was crushed. Additionally, damage consistent with an obstruction was noted on the knife blade and/or staple guide. It was reported that it was difficult or not possible to bring tissue together for closure using the device, the jaws of the reload faced resistance prior to closing fully, the device failed to make an expected sound, the device was fired, but the knife did not transect the tissue, or time was extended by >30 minutes resulting from product failure, there were no staples present in the device and significant surgical intervention was required due to the product failure the reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.